Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: unknown date in (B)(6) 2020. Device is a combination product.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed to treat stenosis in the left anterior descending (lad) artery. While advancing a 3.50 x 28 synergy stent delivery system into a non bsc guide catheter, the delivery system broke at 50 cm from the proximal end of the shaft. It was noted that the break occurred while it was within the guide catheter and before it reached the target lesion. There was no resistance during the procedure. The delivery system was completely removed with a snare and the procedure was completed with a different device. There were no patient complications. The patient was reported to be fine.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed to treat stenosis in the left anterior descending (lad) artery. While advancing a 3.50 x 28 synergy stent delivery system into a non bsc guide catheter, the delivery system broke at 50 cm from the proximal end of the shaft. It was noted that the break occurred while it was within the guide catheter and before it reached the target lesion. There was no resistance during the procedure. The delivery system was completely removed with a snare and the procedure was completed with a different device. There were no patient complications. The patient was reported to be fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Date of event: unknown date in (B)(6) 2020. Device is a combination product. Device evaluated by MFR: a 3.50 x 28mm synergy stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located approximately 30cm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.